Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pocket revision was done for this cardiac resynchronization therapy defibrillator (crt-d). Attempts to obtain additional information were unsuccessful. All available information indicates that the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information received indicates that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection.